Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the "low to mid" 300 mg/dl range., and small to moderate ketones. Reportedly, the customer believed the cause for elevated bg levels was due to no longer taking thyroid medication; however, the customer was unsure. The customer addressed elevated bg levels by eating protein and low carbohydrates.